Event description:
Caller reported a malfunction on pump, but no notable events occurred prior to this issue. Customer's blood glucose did not exceed 500 mg/dl, indicating no adverse impact. Cts resolved matter by sending replacement pump and providing necessary instructions for returning defective pump, which customer understood and acknowledged. Customer will use current pump and consult healthcare provider for backup therapy if issues persist.